Manufacturer narrative:
Within the last two years, this malfunction was reported to have been involved with an incident that caused or contributed to a serious injury or death. Although there was no report of serious pt injury as a result of this event, an MDR is being filed. Corrective actions were initiated at the time of the original reported event, these actions include additional surgeon training, improved technique and changing the anterior layer of mesh. During open ventral hernia repair, fasteners noted to drive through the ventrio mesh, not fixating the mesh to the abdominal wall. Surgeon used another device to fixate mesh to abdominal wall, completing the procedure without incident. No pt or user injury was reported.

Event description:
On (B)(6) 2009, open ventral hernia repair using ventrio mesh. Surgeon noted problem fastening mesh. Second fastener used to complete implant.